Event description:
For the past four months; central supply processing has noted intermittent film residue on instruments run through our steris instrument washer using ecolab instrument cleaning solution products. Instruments are covered with a "white film, gritty, and fishy- bloody smelling" after washing. Attempts to eliminate other causes of this film as follows: 1. Steris instrument washer serviced and cleared 2. Crossbow deionization water treatment system serviced and water quality tested: passed test 3.city water tested at all entry sites to facility and outlet spouts to washer: results pending4.ecolab vendor adjusted dispensing pumps of instrument cleaning products to insure delivery of products: product replacement occurred with stronger enzymatics all ecolab products. Presoaking solutions used in the or were switched to ecolab products to eliminate the possibility of cross product incompatibility: vendor representative was active, present several times per week, and very dedicated in the effort to resolve film issue. 5. Product trial with different vender: steris instrument cleaning solutions system x 1 week run side by side using 2 steris instrument washers : one washer with ecolab products and one washer with steris products: one week resulted in steris instruments washer instruments film free, shinier in appearance than ecolab washer instrumentsecolab vendor representative has been working dilegently for months, very involved with instrument processing staff, product re-selection, washer and pump repairs, and awaiting water quality testing: he is dedicated and trying vigorously to resolve the issue.the real cause of the film has not been discovered despite a dedicated vendor representative trying to eliminate the cause